Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the cystic artery was severed and there was excessive bleeding. The amount of blood loss is unknown. The way the bleeding was controlled is unknown. It is unknown if the patient received a blood transfusion. It is unknown if there were any patient consequences. It is unknown how the procedure was completed. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.